Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-00441-00 for details pertinent to this event.

Manufacturer narrative:
B.3.: date of event is unknown. No information has been provided to date. D.4.: expiration date and h4: manufacture date are unknown. No lot number was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that bottles were used for epidural medication, and the tubing set did not have a vent. As a result, medication delivery became unreliable after 4¿5 hours. There was no lot number provided. There was no report of patient involvement or harm.